Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (5mg/ml), bupivacaine (1.2mg/ml), and clonidine (25mcg/ml) at 0.4954mg/day via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump was replaced for end of service (eos), normal use. The physician noted a po sterior pocket capsule during pump replacement. The physician could not identify the capsule. It was removed and sent for biopsy. It was unknown if the capsule was related to the device or therapy. No further symptoms were reported. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.